Event description:
During tube exchange physician reinserted a new tube that was a hi-lo evac tube 7.5. Balloon was inflated before insertion with no complaints. When put in, pt was unable to maintain tidal volumes and cuff kept deflating. Called physician & he came back to do another tube exchange. This time an old et tube was used. It worked great. We put the removed tube in water and filled balloon and it had a huge hole in it that was in an odd place. Physician didn't even understand it.====================== manufacturer response for hi-lo evac tube, mallinckrodt======================we notified rep who contacted their quality/risk department. We are sending the tube back to them. They said they would perform a quality check on the tube.